Manufacturer narrative:
Additional information: returned to manufacturer; reason for no evaluation. An event regarding disassociation involving a trident liner was reported. The event was not confirmed. The device showed clear sign of damage likely from the use of an osteotome during explantation. Further review of device with material analysis engineer indicated: damage observed consistent with the explantation process. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. The event could not be confirmed nor could the root cause determined as the reported device was returned in used condition with explantation damage and insufficient information was provided. Further information such as pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
On (B)(6) a stryker cage and cemented all poly constrained were implanted into a patients right hip. On (B)(6) the patient was revised because the inner bipolar had disengaged from the larger part of the constrained. Another constrained was cemented in.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) a stryker cage and cemented all poly constrained were implanted into a patients right hip. On (B)(6) the patient was revised because the inner bipolar had disengaged from the larger part of the constrained. Another constrained was cemented in.